Manufacturer narrative:
The returned tb-0535fcs (lot#kr856477) was evaluated for "probe damage error" issue. The device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw and with metal exposed. In addition, charred marks were found on the teflon pad. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, similar events and investigation results, the damage probe is attributed to the probe coming in contact with hard or metallic surface during activation. In addition, the cause of the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that halfway during a bilateral laparoscopic salpingectomy procedure, the surgeon received a probe damage error. Teflon pad was melted and with metal exposed however, no device fragments fell into the patient. The surgeon switched to another thunderbeat device and the procedure was completed with no harm or injury to the patient. The device was inspected prior to use and no issues or abnormalities observed.